Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized (B)(6) 2025 due to bent cannula leading to hyperglycemia. The blood glucose level was high mg/dl at the time of event and the patient got treated with correction bolus via multiple daily injection (mdi). Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 18-feb-2026 against "lot number 5389892 and similar malfunction code(s): soft cannula bent/kinked/crimped after removal -blockage . Soft cannula found bent upon removal from infusion site soft cannula found crimped upon removal from infusion site soft cannula and introducer needle found bent/kinked during insertion, unable to use soft cannula found kinked upon removal from infusion site the review confirmed that lot 5389892 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 18-feb-2026 against "lot number" criteria equal 5389892 and similar malfunction codes soft cannula bent/kinked/crimped after removal -blockage . Soft cannula found bent upon removal from infusion site soft cannula found crimped upon removal from infusion site soft cannula and introducer needle found bent/kinked during insertion, unable to use soft cannula found kinked upon removal from infusion site. The count of complaint is 5. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 5389892 was manufactured according to the work instruction (wi) version 100 and manufactured in the line 05 on 17/jun/2022 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5392665 was manufactured according to the (wi) version 2 and manufactured in the machine itl01, on 15/jun/2022, with a total of 30,870 units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code soft cannula bent/kinked/crimped after removal -blockage. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) 1515780. 1. Include the defect in document (B)(4) (work instruction inset line). 2. Improve guards of the conveyors. 3. Update trays for the stock of cannulas. 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4)- 30/sep/2025)." Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 5389892 and related malfunction codes. Five complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record (B)(4).

Event description:
To date no additional patient or event details have been received.